Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to olympus for evaluation/investigation since it was reportedly discarded by the user facility. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the biopsy forceps without showing any abnormalities. Furthermore, it was reported that the device had been used for removing bladder stones. Since the intended use for these biopsy forceps is grasping soft tissue, not of hard bladder stones, the cause of their damage was attributed to excessive mechanical force and improper handling. The case will be closed from olympus side with no further actions. However, the reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a combined cystoscopy, ureteral stent insertion and bladder stone removal procedure, the biopsy forceps broke inside the patient's bladder while attempting to remove bladder stones. However, nothing broke off and fell inside the patient. In addition, it was reported that the forceps' jaws had seized. No further information was provided but there was no report about an adverse event or patient injury.